Event description:
Customer states that the needle prematurely released from the suture when the suture was passed through the surgical incision for the first time. There are no reported adverse pt consequences related to this event. Reporter states that they could not identify pt or procedure.